Manufacturer narrative:
The complaint of a detached surecuff is confirmed; however the exact cause is undetermined. According to the event description "the catheter was removed but the cuff remained in the patient." Returned for evaluation is one surecuff with its heat sleeve. Gross and microscopic examinations show a large amount of tissue and blood residue imbedded in the dacron material of the surecuff. According to the product's instructions for use (IFU) "the white retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly." The catheter was not returned for evaluation. A lhr of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when removing the hemostar catheter, the catheter was removed but the cuff remained in the patient. An incision was made to dissect out the catheter as it had separated from the hemostar catheter.